Manufacturer narrative:
The unidentified microcatheter and the rhv were not returned. The microcoil system was returned cleaned. Located proximally 26.0cm off the distal tip, the dpu/coil were found protruding outside the sheath. No mechanical sheath damage was found. The proximal end of the coil that protruded outside the sheath was stretched. The coil's socket ring has been bent back and it compressed the distal diameter section of the outer sheath. Except as noted, the remainder of the coil is undamaged. It is important to note that even after the end user cleaned the system, there is still detached debris of unknown origin adhering to the ball tip. The coil was received compressed (snaking) inside and when removed from the sheath. After exposure to warm water the coil relaxed into its correct secondary winding. The coil was returned damaged. The evidence strongly suggests that distal interference contributed to the device positioning unit (dpu) and the coils protrusion outside the sheath during the coils introduction. The source and location of this interference cannot be determined. In addition; without the return of the unidentified microcatheter and the rotating hemostatic valve (rhv) used in the procedure; it cannot be determined if these components contributed to the complaint event. Additionally, review of this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time. This MDR is being submitted as part of a retrospective review as the result of a recent FDA audit and with accordance to the requirements of code of federal regulations - 21 cfr part 803, medical device reporting.

Event description:
There was an issue loading the coil. The product was not used and there was no issue to the patient. Another coil was successful implanted. Failure analysis discovered that the proximal section of the coil was stretched.